Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/2/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it received a detached needle that pertains to the product vcp311h. The visual assessment of the needle noted that the closure channel was observed as expected. The barrel hole of the needle was examined under magnification, and no suture remnant was found. In addition, the suture was not returned for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, it was reported that pull off suture needle occurred during sewing. The needle fell into patient's body, then both x ray and CT were used to look for the needle. The needle was removed from patient finally. The surgery was delayed for about 4 hours. The patient is currently stable. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what tissue was being sutured when the event occurred?- were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? The vcp311h was used to perform the wound sewing in the way of continuous suturing (the specific suture tissue level was unknown) during surgery. Pull off suture needle occurred when the device was clamped during sewing. The needle fell into the patient's body. The surgeon immediately searched for the detached needle. The patient was given intraoperative CT examination to assist in finding the needle. The integrity of the needle was checked. The surgery was continued after confirming that no foreign body remained in the patient's body. The subsequent surgery went smoothly. This event did not cause any other harm to the patient except that it prolonged the surgery for about 4 hours. The patient has been discharged smoothly now. No subsequent adverse event reports were received. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 275 g/m.